Event description:
The customer reported that they received erroneous results for one patient sample tested for iron gen.2 (iron) and unsaturated iron-binding capacity (uibc). Only the results for iron qualify as an issue to be reported as a medwatch. The sample initially resulted as 443 ug/dl for iron and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2014 and resulted as 10 ug/dl for iron. The doctor questioned the results, so a new sample was drawn from the patient. The new sample was tested and resulted as 12 ug/dl for iron. The customer believes the repeat result to be correct since it matches the patient's clinical picture. The patient was not adversely affected. The iron reagent lot number was 69603801 with an expiration date of 02/28/2015. The customer declined a service visit.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined based on information provided. Additional information for further investigation was requested but not provided. Calibration data and quality control recovery were acceptable. A general reagent issue could be excluded. The instrument alarm trace shows no indication of a system failure.